Event description:
While instilling chemotherapy into a hepatic infusion pump, noted that there was some leakage from the needle. Connection of the needle to the hub appeared to be the area of suspicion. Checked connection of the catheter to the needle and did not see any discrepancies. A drop of liquid was seen at the connection site of the needle and the hub of the needle. Another kit was obtained and a new needle was used. The same problem occurred with the drop of fluid at the connection of the needle and the hub. The kit used was isomed refill kit #8555, lot # 60427637 by medtronic.